Event description:
During room preparation, the visica 2 cryo machine monitor failed to turn on. The staff and sales representative attempted to troubleshoot the machine without success. It was determined the machine could not be used; therefore, the physician cancelled the patient's procedure. The manufacturer came on site and replaced the monitor.